Event description:
It was reported while infusing orencia (abatacept) the pump module did not alarm for air in line when the infusion was complete and bag was empty. It was reported air travelled the length of the infusion set, almost reaching the patient. Patient was disconnected and the pump was pulled from service. There was no harm to patient.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility